Event description:
It was reported by the customer that the device's display went blank, and then back on during patient use. The reported failure did not interrupt the treatment of the patient, and the patient did not suffer any injuries as result of this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure could not be duplicated. No resets occurred when tested using both, heat and cold temperature levels. The assembly was monitored for approximately 1 hour, switching battery sources, and no failure was observed. Further root cause of the reported condition cannot be determined.